Event description:
The rep reported the device was used during a low anterior resection. It was reported the cdh29 staple did not hold, although the donuts were intact. The surgeon put in a few stitches and no or time was lost. There was no consequence to the pt.